Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of sensing and high capture thresholds were observed on the atrial lead. It was determined that the lead had been dislodged. The lead was successfully repositioned. The patient was noted to be in good health throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).